Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self test, restart error, operating currents, displacement, rewind,basic occlusion, occlusion, prime, off no power and excessive no delivery tests due to blank display. Unit received without battery cap and unable to confirm damage. Unit also received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 124 mg/dl at the time of incident. Troubleshooting found that the customer is calling back after having received a new battery cap which did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.